Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind due to corroded motor home switch. Analysis was unable to perform displacement test, basic occlusion or occlusion test due to motor error alarm.

Event description:
The customer reported via phone call that the pump had a motor error alarm. The blood glucose at the time of the incident was 300 mg/dl. The customer states the pump alarmed motor error alarm is reoccurring. Troubleshooting was not able to rewind the pump. The device will be returned for analysis.